Event description:
It was reported that an angio-seal was deployed. Eight hours later, the patient experienced an arterial blockage. The patient was taken to surgery where the anchor, collagen and suture were removed from the artery. There were no further consequences to the patient.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal instruction for use (IFU) state that if collagen deposition into the artery or thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instruction for use (IFU) instruct the user once a full rear lock has been achieved, and the device is being deployed, do not re-insert the device; re-insertion of the device after partial deployment could cause collagen to enter the artery. Also, failure to maintain tension on the suture while compacting the collagen could cause collagen to enter the artery. Also erratic, vigorous tamping or excessive upward tension on the suture may result in collagen placement in the artery. Or anchor breakage.